Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were erroneous results obtained with a bd facscanto¿ ii. This was discovered by comparing results of same test on three other bd facscanto's. There was no reported patient impact. The following information was provided by the initial reporter: it was reported that results do not match other instruments. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Leak (if yes explain)? No. Software version? (B)(4). Resolution achieved (y/n)? Unknown. Follow up required (y/n)? Unknown. List of parts shipped (include foc): unknown. RMA required (y/n)? Unknown. Additionally, on 2020-10-15 the fse provided the following additional information: the issue was only present when comparing the results of this instrument to three other canto ii's running the same test. It was a clinical test that I believe looked at much smaller cells than cst or cab beads which ran in spec while problem was present.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. There was no patient samples associated with the erroneous results therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that there were erroneous results obtained with a bd facscanto¿ ii. This was discovered by comparing results of same test on three other bd facscanto's. There was no reported patient impact. The following information was provided by the initial reporter: it was reported that results do not match other instruments. Are you using this product for clinical diagnostic test? Yes were erroneous results reported and used to treat a patient? No was there any injury or potential injury? No leak (if yes explain)? No software version? 8.02 additionally, on 2020-10-15 the fse provided the following additional information: the issue was only present when comparing the results of this instrument to three other canto ii's running the same test. It was a clinical test that I believe looked at much smaller cells than cst or cab beads which ran in spec while problem was present.